Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma filtration device (gfd) implant surgery a surgeon reported increased intraocular pressure (iop) and corneal endothelial cell loss. The iop was treated with topical medication. Self massage to sclera was performed to prevent bleb localization. Conjunctival scarring is indicated as the causal relationship for the increased iop. The device remains implanted.